Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was scheduled for an MRI of their brain. It was reported that the patient was kicked out of their home, had to leave quickly and the patient did not grab anything. It was unknown if they grabbed their recharger, but the patient did not have their programmer. The caller reported that the patient indicated that their device was not working. It was unknown when the patient last charged their device. MRI guidelines were reviewed. The event date was unknown. No symptoms were reported. No further complications were reported/anticipated.